Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced delusional vision and loss of coordination shortly after pump implant. Additional information received reported the patient¿s symptoms were from baclofen withdrawal. The baclofen infusion was increased. It was noticed that the device was functioning fine but the dose after the implant was too low because the patient reported a lower oral dose than they were actually taking. The pump was infusing compounded baclofen. The patient had recovered without sequela. It was later reported that the patient was taking 18 pills of oral baclofen per day for her multiple sclerosis and it wasn¿t made clear to them that she needed to continue taking the oral baclofen as they were titrating the pump up after the implant. The health care provider (hcp) had the patient go back on the oral medication and adjusted the pump to ¿level the patient out¿. A follow-up report will be submitted if more information becomes available.